Event description:
Additional information received reported that the lead was not saved to return and the patient was "doing well with her therapy."

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID 3999, serial# unknown. Product type: lead. (B)(4).

Event description:
Parekh, j., patel, s., eckmann, m., ramamurthy, s. Thoracic wall pain from spinal cord stimulator electrode malfunction. University of texas san antonio health science center, san antonio, tx. The journal of pain. Abstracts. Summary/reported event: (B)(6) female presented with new left sided chest pain with usage of her spinal cord stimulator (scs) after 7 years. The patient abruptly started to experience left sided chest wall pain consistently during scs activation despite multiple attempts at reprogramming. There were signs of discontinuity in some contacts. The patient was offered another revision with a new paddle electrode. During the surgery, the patient¿s left electrode appeared to have a defect in the insulation. Excellent relief of the patient¿s neuropathic pain was achieved with complete resolution of the thoracic dysesthesias during stimulation. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0357388v, implanted: (B)(6) 2004, product type lead; product ID 3998, lot# j0357388v, implanted: (B)(6) 2004, product type lead; product ID 748940, serial# (B)(4), product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).